Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the ball bearings are missing from the provisional.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual evaluation concludes that the returned shim lot # 62798261 has one of component¿s 1 and 2 disassembled / missing, lot #¿s 62696852 & 62806914 have both of components 1 and 2 disassembled / missing none of the missing / disassembled components were returned. Previous investigation found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. The instrument was manufactured before the recall was launched and before any re-design was implemented. As such, a previously addressed design issue is considered as the root cause.